Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 48 cm proximal to the lead tip. Only the distal lead fragment was received for analysis. In the course of the visual inspection multiple signs of abrasion were noted along the lead fragment. The insulation was however intact. Cuts in the insulation were found with blood infiltration in these regions which most likely occurred during the extraction procedure. Furthermore the distal end of the lead was covered in calcified tissue. This finding might be the root cause for the electrical peculiarities reported in the complaint text. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this lead was explanted due to high pacing impedances greater than 2000 ohms and high pacing thresholds.